Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, during coronary artery contrast imaging, the patient had a ventricular tachycardic rhythm. The heartstart xl+ defibrillator was being used with philips multifunction electrode pads. The device was powered on normally, however, after charging, the shock button felt stuck at the bottom when pressed by the user, and no shock was delivered. Repressing the shock button released it and the shock was delivered. Sinus rhythm was achieved. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The patient remained in a stable condition after treatment.

Event description:
It was reported to philips that, during coronary artery contrast imaging, the patient had a ventricular tachycardic rhythm. The heartstart xl+ defibrillator was being used with philips multifunction electrode pads. The device was powered on normally, however, after charging, the shock button felt stuck at the bottom when pressed by the user, and no shock was delivered. Repressing the shock button released it and the shock was delivered. Sinus rhythm was achieved. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The patient remained in a stable condition after treatment. The acknowledge button was pushed to mute alarm sounds and, following this, the system rebooted. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer evaluated the defibrillator and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.